Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defective event was caused by stress of repeated use, external factors or handling of the device. However, olympus could not identify a definitive root cause of the event. The instructions for use states the inspection method associated with the event in " section 3.3 inspection of the endoscope chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope the base of the curved rubber was broken and torn (metal exposed). The issue occurred during screening tests diagnostic procedure that completed with the same set of equipment. There were no reports of patient harm.